Manufacturer narrative:
Product was received for evaluation and the customer reported issue was confirmed. The device was received in its original packaging and was not opened. Inside the packaging, a dark color strand of hair was identified. The device is being further investigated to determined the root cause of the failure. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
Customer reported one of the samples appears to have a hair inside of the sterile packaging. The date the issue was discovered is not known. No serious injuries were reported.